Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-07. H.6. Investigation summary samples and photos received for investigation. Upon observation, there is epoxy residue, fragments of grease attached to the blister and dirt stains on the paper of the primary packaging. Possible root cause of grease and dirt stains is associated with the sensor detection. Possible root cause for epoxy is associated with the epoxy dispenser. Corrective action for foreign matter- grease and dirt stains, installing a sensor to detect accumulation. Corrective action for epoxy is monitoring the change control system. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. The number of defective pieces reported by the client are within the acceptance criteria.

Event description:
It was reported that an unspecified number of needle 21ga 1-1/4in lax experienced foreign matter in or on device cannula/needle/coring which was noted prior to use. The following information was provided by the initial reporter: client is listing a series of problems that are described below: 1° contamination (critic) 3 ° trimming of material in the needle canopy.

Event description:
It was reported that an unspecified number of needle 21ga 1-1/4in lax experienced foreign matter in or on device cannula/needle/coring which was noted prior to use. The following information was provided by the initial reporter: client is listing a series of problems that are described below: 1° contamination (critic) 3 ° trimming of material in the needle canopy.

Manufacturer narrative:
The following information has been updated/corrected: d.4. Medical device lot #: 9261725. D.4. Medical device expiration date: 2024-08-31 . H.4. Device manufacture date: 2019-11-28.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9261724, medical device expiration date: 2024-08-31, device manufacture date: 2019-11-12, medical device lot #: 9261725, medical device expiration date: 2024-08-31, device manufacture date: 2019-11-28. Medical device lot #: 9261726, medical device expiration date: 2024-08-31, device manufacture date: 2019-11-12, medical device lot #: 9261728, medical device expiration date: 2024-08-31, device manufacture date: 2019-11-22, medical device lot #: 9261730, medical device expiration date: 2024-08-31, device manufacture date: 2019-11-22, medical device lot #: 9287210 medical device expiration date: 2024-09-30 device manufacture date: 2019-12-04 medical device lot #: 9287213 medical device expiration date: 2024-09-30 device manufacture date: 2019-12-16 medical device lot #: 9287215 medical device expiration date: 2024-09-30 device manufacture date: 2019-12-04 medical device lot #: 9238098 medical device expiration date: 2024-07-31 device manufacture date: 2019-09-23 medical device lot #: 9238107 medical device expiration date: 2024-07-31 device manufacture date: 2019-09-30 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle 21ga 1-1/4in lax experienced foreign matter in or on device cannula/needle/coring which was noted prior to use. The following information was provided by the initial reporter: client is listing a series of problems that are described below: 1° contamination (critic) 3 ° trimming of material in the needle canopy.

Manufacturer narrative:
H.6. Investigation: samples and photos received for investigation for lot number 9238098. Upon observation, there is epoxy residue, fragments of grease attached to the blister and dirt stains on the paper of the primary packaging. Possible root cause of grease and dirt stains is associated with the sensor detection. Possible root cause for epoxy is associated with the epoxy dispenser. Corrective action for foreign matter- grease and dirt stains, installing a sensor to detect accumulation. Corrective action for epoxy is monitoring the change control system. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the lot numbers 9287210, 9287213, 9287215, 9238098, 9238107, 9261724, 9261725, 9261726, 9261728, 9261730 that could have contributed to the reported defect. The number of defective pieces reported by the client are within the acceptance criteria. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of needle 21ga 1-1/4in lax experienced foreign matter in or on device cannula/needle/coring which was noted prior to use. The following information was provided by the initial reporter: client is listing a series of problems that are described below: 1° contamination (critic). 3 ° trimming of material in the needle canopy.